Event description:
It was reported that the right ventricular lead exhibited noise and loss of capture. X-ray revealed no lead anomalies. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.